Manufacturer narrative:
Device evaluated by MFR.: fg sv/3.5-4/4t/40, was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied the balloon was inflated to its rate of burst pressure of 15 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 15 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt in the moderately tortuous and non-calcified vein side. A sv/3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured at the tip. The device was removed, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good after the procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt in the moderately tortuous and non-calcified vein side. A sv/3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured at the tip. The device was removed, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good after the procedure.